Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The emboshield nav6 referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right internal carotid artery. Angiography was performed 2 weeks prior to the procedure which showed a huge amount of calcification in the artery. The patient had been having transient ischemic attack (tia) symptoms. Due to the calcification, the introducer sheath could not be advanced to the lesion so a cutdown and puncture of the carotid was made. An 11 cm introducer sheath was advanced and an emboshield nav6 was placed without issue. An 8t x 40 xact self-expanding stent system was advanced through the introducer sheath and the stent implanted without issue; however, when attempting to remove the delivery catheter, the stent was pulled back with the catheter. It was then noted that part of the stent had been deployed in the sheath. An attempt was made to push the stent out of the sheath, but it could not be moved. At this point, the sheath, delivery catheter, stent and filter could not be removed. The carotid artery was cut open and the devices were pulled into the sheath and removed. Outside the anatomy, the stent was found in the luer of the introducer sheath. Another endarterectomy was performed. The patient was fine throughout the procedure. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties, subsequent patient effects and additional treatments are due to case circumstances.